Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a prophylactic device change out due to the battery advisory warning. The device was suspected to be prematurely depleted. The procedure was completed successfully without adverse consequence to the patient. The patient was stable post procedure and will continue to be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the device was explanted and replaced prophylactically due to an advisory warning. There were no complaints or observations of premature battery depletion.